Event description:
Customer reported via phone call that he had been experiencing high blood glucose. Customer's blood glucose value at the time of the call was 435 mg/dl; he treated with a bolus. During troubleshoot; it was stated the drive support cap is recessed. Customer stated that he only found a couple of small air bubbles. The cannula was not bent. Time, date, basal rates and bolus wizard are set up correctly. No error alarms found in the history. The customer called the next day to complete troubleshooting. The insulin pump passed the high pressure test. Last blood glucose value was 235 mg/dl, the customer had treated with the insulin pump and manual injections.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.